Manufacturer narrative:
Strip information was not provided in the initial report. Product code was not provided.

Event description:
At 6:00pm, the customer received a blood glucose reading of 1.5mmol/l on the contour next. Her son called the paramedics because the customer sat down and fell asleep. When she woke up, she was informed her blood glucose was up to 15mmol/l. The customer could not provide information regarding treatment. She only remembers being confused and hungry. Customer no longer has the strips used at the time of the incident. New meter and strips were sent to her.